Event description:
It was reported to boston scientific corporation in 2008 that a one step button gastrostomy device was used during a procedure the day prior (patient age, gender and weight are unknown). According to the complainant, during the removal of the delivery system from the patient stomach, significant resistance was encountered. When the physician pulled the delivery system with force, the area around the button tore. The procedure was completed with another one step button gastrostomy device. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The customer complaint is confirmed. The exact cause of the reported malfunction cannot be determined. The most probable cause is that the stoma site was not cut with scalpel to the recommended length per the percutaneous stoma measuring device (psmd) directions for use (dfu), causing excess force to be applied to the button delivery system. The excess force caused the c-flex of the delivery system to tear during the placement.